Event description:
Endopath ets 45 endoscopic linear cutter was being used to remove a fallopian tube and ovaries. Stapler cassette broke off. Surgery time extended by 45 mins in attempt to remove from pt's cavity.